Manufacturer narrative:
Findings: first occurence-monitor field performance. Account replaced the bed exit power control board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that bed exit will not alarm when weight is removed from bed.